Manufacturer narrative:
Product event summary#: it was reported that the light on controller ac adapter would not stay lit when connected to wall power. The adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection and functional testing. The controller ac adapter was able to provide power as expected with the led indicator functional. Based on the available information, the reported event could not be confirmed. A possible root cause can be attributed to an intermittent connection to the wall outlet socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the light on controller ac adapter would not stay lit when connected to wall power. The adapter was taken out of service and replaced. No patient complications have been reported as a result of this event.